Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic living donor nephrectomy, at the beginning, the products were able to be used but they were not able to used it while using the device (no response), the connection with the transducer was broken. The procedure was completed with another device. There was no patient injury.